Event description:
Event reported through clinical follow-up. Patient's death was due to endocarditis and cardiac failure. Pt with chronic renal insufficiency and atrial fibrillation who was admitted to hosp with endocarditis and pulmonary edema. Valve had been implanted for 17 months. Pt had clinical and biochemical evidence for endocarditis with hemolysis resulting in anemia and diffuse septicemia.